Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the red activation button could not be engaged and would not stay in the down position. A new device was pulled for the procedure. There was no consequence to the pt.